Event description:
Patient received electrical stimulation to the right knee during physical therapy outpatient treatment. He left the clinic and returned for treatment two days later with a small burn (1.5 cm x 1.5 cm) on the lateral knee where apparently an electrode had been placed.